Event description:
It was reported that a remote transmission showed 3 high rate non-sustained episodes that appeared due be due to intermittent right ventricular (rv) lead oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.